Event description:
It was reported, that a 70-year-old high-risk (unspecified) male patient underwent an ablation procedure. For idiopathic ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter. And suffered a cardiac tamponade requiring a surgical intervention. Additional information was received on (B)(6) 2018, physician's opinion regarding the cause of the adverse event is, that it was related to epicardial access with the st. Jude medical agilis epicardial access system. Pc- (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).